Event description:
Additional information received from a manufacturer representative reported that the surgeon saw the screws were lateral and decided to abort the use of the guidance system immediately. The surgeon completed the procedure freehand. The representative suspected the cause of the deviations was use of versa retractors and a mini open for the procedure, which caused stress to be placed on the tools periodically. The technique was discussed with the surgeon prior to the procedure. There was no patient harm related to the deviated screws.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l4/l5 open tlif procedure using spinous clamp and retractors. The surgeon placed the screw at left l4 and l5 and then moved to the right side. While tapping, the surgeon kept pushing the guide wires forward anteriorly. The surgeon decided to remove right l4 and l5 since they were both lateral. Left l4 and l5 were confirmed to be accurate. The surgeon decided to abort the use of the guidance system and place right l4 and l5 manually. There was no patient harm and the procedure was delayed less than an hour.